Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with scratched case and pillowing keypad overlay however, no cosmetic damage noted at reservoir compartment or retainer ring. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 542 and 505 mg/dl at the time of the incident. Current blood glucose level was 168 mg/dl. The customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The insulin pump's retainer ring was cracked and missing. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The device will be returned for analysis.